Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a severely calcified and tortuous lesion in the lcx which had 80 % stenosis. The endeavor resolute device was inspected prior to use with no issues noted. The lesion was pre-dilated twice, with 65 % stenosis remaining after pre-dilation. It is reported that the device could not cross the lesion due to calcification, and as a result the stent became deformed. No injury to the patient reported. Evaluation summary: the device was returned for analysis. The distal tip was flared. The 4th and the 8th proximal stent segments were deformed with a number of struts partially raised. The 10th proximal segment was deformed and stretched. The 1st and 5th distal segments were deformed with a number of struts raised. The 1st distal segment was positioned over the distal inner shaft marker. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Results, conclusions: stent deformation. Severely calcified and tortuous lesion, 80 % stenosis. Stent deformed. (B)(4).